Manufacturer narrative:
The reported event of "hook broke off" is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided; therefore, root cause cannot be identified. A DHR review could not be conducted as a valid lot number was not provided. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: examine this device prior to use for damage. Do not use if damage is found. During trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-5274-132, was "hook broken off." The event occurred on (B)(6) 2021 and the procedure is unknown. Further information was requested, however; the facility did not respond. There was no report of patient/user impact or injury. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.